Event description:
On (B)(6) 2011, the surgeon performed a left si joint arthrodesis using the si-bone ifuse implant system. The pt did quite well post operatively and had marked improvement of his pre-operative pain complaints. Approx 7 months post-operatively, the pt began experiencing increased pain in the low-back and buttock areas. Images, including a CT scan were obtained and reviewed. A second opinion was obtained (B)(6) 2012. Based on the images, it was felt that the distal and bit short. There was some lucency about the sacral end of the distal two implants. On (B)(6), 2012 the surgeon performed a revision surgery. The surgeon opened the si joint from a dorsal approach. He performed a decortication and an open bone grafting of the joint. He harvested local graft from the iliac crest. The existing implants were not removed. No new implants were placed. The pt was placed on protected weight bearing for 6-8 weeks.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the IFU, the surgeon training and fmea, the most probable root cause is improper implant placement.